Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture manufacturers reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with mentor memorygel breast implants and experienced rupture on the right side and capsular contracture on the left side postoperatively. The rupture and capsular contracture were confirmed with a physical examination. As a result, the patient underwent bilateral device removal and replacement with mentor memorygel breast implants, catalog number 3507215mc on the right side and 3507235mc on the left side, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6), 2021. This report is for the patient's left-sided device.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of shell abrasion on the posterior view. In addition, a tear within the shell abrasion was identified measuring approximately 4.2 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).